Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Post helium bottle replacement, the iabp unit alarmed for an autofill failure. No service order is available as the problem was discussed via phone. The customer performed their own repair. During which, they replaced the o-ring. Upon replacement, system test and pneumatic module test were performed and checked out. The unit was returned for clinical use.

Event description:
It was reported that a patient was supported using the cardiosave intra-aortic balloon pump (iabp). After the patient was transferred to another ward, this support was terminated. Subsequently, the staff replaced the helium bottle. After this exchange, a whistling sound was heard. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that a patient was supported using the cardiosave intra-aortic balloon pump (iabp). After the patient was transferred to another ward, this support was terminated. Subsequently, the staff replaced the helium bottle. After this exchange, a whistling sound was heard. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6 (evaluation method and result code), h10, h11corrected fields: d10, h3 h3 other text : not returned to manufacturer